Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation of the lead, the connector sleeve was cut into two parts. Further information has been requested and not yet received.

Event description:
Additional information was received indicating that the suture sleeve broke in two parts during suture sleeve tightening. The suture sleeve was tied down in a different spot to resolve the event. The patient was stable with no adverse consequences.